Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) called and noted that the pump had migrated to the top of his scrotum and flipped upside down. The device was activated but was unable to use it due to the positioning. The patient was scheduled for surgery on july 08 for replacement. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month corrected information provided in d10 and h6 device codes.

Event description:
It was reported by the patient that the artificial urinary sphincter (aus) pump had migrated to the top of his scrotum and had flipped upside down. The device had been activated, but it could not be used due to the positioning. The aus pump was explanted, and a new aus pump was implanted in a new location. There were no patient complications.